Event description:
An audiologist from the center reported findings of several open electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantion surgery was performed. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.